Event description:
No pump was returned to fresenius kabi for evaluation. The reported problem was unfounded. Per the biomed, pumps sequestered, plugged in and in stand by mode in the htm department. Consulted r&d for the log review for this device. Upon their review, the information in the logs does not match up with the customer description of events. Thus r&d is not able confirm the customers complaint. No further action is required because the reported issue, could not be confirmed or refuted. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: order was sent to the pump, verified and started for heparin 100 u/ml, 250ml bag (25,000 units), 16 u/kg/hr, calculated to a rate of 12.7 ml/hr. The entire 250 ml bag was reported to infuse in 3 hours. No patient harm was reported at time of reporting. Pumps have been sequestered, plugged in and in stand by mode in the htm department. Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: overdose. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse events were reported. Additional information is needed to complete the investigation.